Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be interrogated. Interrogation was attempted in other locations, a new link module was attempted and ECG cables were attempted but was still unable to interrogate. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of no conductive telemetry could not be confirmed. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Conductive interrogation is normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.